Event description:
A report was received that the patient was experiencing high impedance and intermittent stimulation. The physician decided to replace the leads. The patient is reportedly doing well.

Event description:
A report was received that the patient was experiencing high impedance and intermittent stimulation. The physician decided to replace the leads. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Returned lead analysis indicates that both leads passed mechanical testing. (B)(4): visual inspection revealed pronounced kinks in the lead approximately 6 inches from the distal end. It appears the kinks were caused by suturing. X-ray inspection revealed cables #4, #6 and #7 were fractured. As the cables weakened and frayed at the compressed location, the wires opened, thus causing the high impedance measurements. (B)(4): visual inspection revealed pronounced kinks in the lead approximately 6 inches from the distal end. It appears the kinks were caused by suturing. X-ray inspection revealed cables #2, #3 and #8 were fractured. As the cables weakened and frayed at the compressed location, the wires opened, thus causing the high impedance measurements. The complaint of intermittent stimulation could not be confirmed. The associated ipg was not returned for testing.